Event description:
It was reported that the patient with this pacemaker device exhibited lead noise on this right atrial (ra) lead. An attempt was made to reproduce the noise, and this was successful. The impedance measurements were around 475 ohms to 480 ohms. Upon further review, there were some episodes of inappropriate atrs in past due to oversensing. Patient felt dizziness which could be due to lead noise. Technical services recommended reprogramming options. This pacemaker currently remains in service. No adverse patient effects were reported.